Event description:
During routine testing of the device at the service center, the technician reported the roller pump jammed during inspection. The roller pump was sent to service personnel for evaluation and repair. There was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.